Event description:
The customer reported that theor display has gone blank and will not show anything. There were no pt issues related to this display failure. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The customer confirmed that the display failed. The acuity display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: customer confirmed display failure.